Event description:
It was reported to manufacturer that the vns pt was experiencing an increase in seizure activity, relationship to pre-vns baseline unk, and as a result, the pt was hospitalized. At the hospital, the physician increased the output current and decreased the off time. The pt was subsequently released and was seen by the treating vns physician a few weeks later for further eval. The physician stated that the seizures were still present and subsequently increased the output current. Both normal mode and system diagnostics tests were performed at this office visit and revealed normal device function, eos = no. The physician stated that they are continuing to monitor the pt's seizure activity.